Event description:
It was reported that the patient presented for follow-up in the clinic. Upon device interrogation, multiple high ventricular rate episodes were noted due to right ventricular (rv) lead noise causing pacing inhibition. Programming change was made. The patient was stable and will continue to be monitored.